Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. External visual inspection was performed and passed. Transmitter voltage test was performed and passed. (B)(4) bluetooth pairing test/download was performed and passed. Data/share log review was performed and passed. A review of the share logs/bin file was performed and early sensor expiration was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.